Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All device components were removed and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4) model: sc-2218-70(B)(6).